Event description:
Caller reported an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, suggesting a follow-up if the time discrepancy exceeds five minutes again. The caller understood and acknowledged the instructions.